Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the cds was returned. All available information was investigated and the reported delivery catheter (dc)shaft bend was confirmed. A review of the lot history record identified no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the dc shaft bend. The reported difficulty positioning the device appears to be a secondary effect of the bent shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat mixed regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced through the steerable guide catheter. While steering the cds to the mitral valve with the m knob, a 60 degree bend was noted on the shaft creating difficulty positioning the sleeve. The device was removed and was replaced with a new cds. One clip was implanted reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.